Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from this lot. The reported patient effect of mitral valve injury as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedure. All available information was investigated and a definitive cause for the reported detachment of device component could not be determined in this incident. However, the tissue damage appears to be a consequence of procedural circumstances as the clip detached from the clip delivery system (cds) and remained attached to the gripper line. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip detached from both leaflets, resulting in tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with mr grade of 4. Two clips were implanted. The third clip delivery system (cds 80814u173) was advanced to the mitral valve and the deployment sequence was started. After the release pin was removed, the clip detached from both leaflets and remained on the gripper line. The clip was removed simultaneously with the steerable guide catheter (sgc). After removal, tissue was noted between the gripper and clip arms. No further clips were attempted. Two clips were implanted, reducing the mr to 3-4. No additional information was provided.